Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. This is a case of restenosis. The lesion being treated was located in a 75% stenotic non-bsc stent in the moderately tortuous and severely calcified mid right coronary artery. The physician advanced the 2.5x15mm quantum maverick balloon to the lesion and on the second inflation inflated the balloon to 15atms for approximately 15 seconds and it ruptured. The device was removed intact. The procedure was successfully completed with another 2.5x15mm quantum maverick balloon and a 2.5x20mm taxus stent. Pt status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.